Manufacturer narrative:
The customer returned the test strips for investigation. The returned test strips were measured with the current test strip master lot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot strips: 1.9 inr, retention meter and customer strips: 1.8 inr. Donor #2: retention meter and master lot strips: 2.4 inr, retention meter and customer strips: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The maximum difference between measurements with the same blood sample was 5.0% the complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 330461) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The customer complained of questionable inr results from coaguchek xs meter serial number (B)(4). At 10:00 am the result from the laboratory with venous blood was 6.1 inr. At 02:06 pm the result from the meter with capillary blood was 3.0 inr. There was no allegation of an adverse event. The customer's therapeutic range was 2.5 - 3.0 inr. The suspect device was requested to be returned for investigation.